Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and oekgcould not obtain it. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the (B)(6) guideline. Oekg checked the subject device and found that the followings. - there was the signs of humidity under the light guide lens. - there was deposit on the air/water cylinder. - the suction cylinder was worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6), 2021] enterobacter cloacae and klebsiella pneumoniae [(B)(6), 2021] enterobacter cloacae and aureobasidium pullulans other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.